Event description:
--

Manufacturer narrative:
Multiple attempts for resolution were without avail. If new information is received, another report will be submitted.

Event description:
Boston scientific crm received information that during a recent clinical follow-up, loss of capture and undersensing were observed with this right ventricular lead. While no adverse patient effects were reported, the attending physician plans intervention, as the lead was confirmed dislodged; surgical dates not provided.

Manufacturer narrative:
Once resolution is received, this event will be further updated.